Manufacturer narrative:
The customer¿s report that the set's distal end male luer broke was confirmed. Visual inspection of the set noted the luer tip of the primary set's male luer lock was broken off. The broken off luer tip was lodged within the non-bd extension set's valve female luer end. No other obvious damage or any issue was observed. Further inspection of the broken luer tip areas under magnification observed whitish colored stress markings at the corresponding areas of breakage. Functional testing was deemed unnecessary due to the obvious damage. The root cause was not identified.

Event description:
It was reported that the tubing sets distal end male luer broke during an infusion of maintenance IV fluids in the medical/surgical department. It was confirmed that the customer uses alcohol caps on the male luers and ports. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set distal end male luer broke during use. It was confirmed that the customer uses alcohol caps on the male luers and ports.